Event description:
Fracture of the polyethylene post of a posterior stabilized zimmer legacy total knee replacement. Patient had acute instability symptoms requiring emergent revision. A poly exchange solved the issue to date.